Event description:
Philips received a complaint by the customer on the v60 indicating that the light crystal display (lcd) was dark. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the lcd was dark. The remote service engineer (rse) provided the customer with the part number of the 2nd generation upgrade for the lcd. Device evaluation and repair are pending.

Manufacturer narrative:
The customer replaced the 2nd generation lcd to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.